Event description:
It was reported that a TriClip procedure was performed to treat functional tricuspid regurgitation (TR) with a grade of 5. A TriClip XTW was inserted and placed on the tricuspid valve. However, difficulties visualizing the clip occurred, and after establishing final arm angle (EFAA) for the second time, after the lock line was removed, the clip opened from less than 5 degrees to over 100 degrees, and detached from both leaflets. To remove the clip, a snare was inserted, and the clip was successfully removed from the patient. While outside the patient, the clip was examined, and small pieces of tissue were observed on the clip. In the physician¿s opinion, the pieces of tissue on the clip were likely a result from the retrieval process, itself. Three clips were then implanted, reducing TR to a grade of 2. There were no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.